Manufacturer narrative:
Investigation is ongoing.

Event description:
Approximately 1 year and 11 months post implantation of a 29mm sapien valve in the aortic position, severe paravalvular leak (pvl) was noted. A second 29mm sapien valve was implanted and the pvl was resolved. The second valve was positioned 20% higher. The patient was doing well, heart rate and hemodynamics improved. During the original valve implantation, the valve was positioned too low resulting in moderate pvl, 40:60 a/v; however the physician deemed the position of the valve and the amount of pvl acceptable. Upon review of medical records (echo reports), there was no aortic regurgitation present and the gradient was normal for this prosthetic aortic valve one day post procedure. The prosthetic aortic valve appears to be well seated and the leaflets opened well, the peak gradient across the valve measured 24mmhg and the mean gradient 15mmhg with a valve area of 1.77 cm2 and trace aortic regurgitation on 30 day echo.

Manufacturer narrative:
Procedural cine images, follow up echo reports, pre-operative CT and 3mensio were submitted for review. The following observations and impression were made by an edwards physician proctor. Upon review of images provided, pre-op CT images show that a 29mm s3 was the correct size for this annulus. Procedural cine, heavily calcified valve and lvot were noted. A good balloon valvuloplasty (bav) was performed, no contrast injection. The co-axial view was not ideal as the right coronary cusp (rcc) appeared too low. The 1st valve was deployed too ventricular (40:60 a/v) with severe pvl seen on the rcc. There was no post dilatation observed. Review of echo (post procedure, 30 day and 1 year and 10 months) moderate-severe pvl was noted post valve deployment, pvl was seen on 30 day echo (poor quality and views), pvl had worsened at 1 year and 10 month echo. The viv cine showed the 2nd valve was deployed slightly higher than the first. Intra-paravalvular leak improved, but still seen on right coronary cusp (rcc). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl is unknown. Investigation results suggest that patient factors (heavily calcified valve and lvot) and procedural factors (initial valve deployed too ventricular [40:60]) than recommended contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.